Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿ there are no indications that the device malfunctioned.

Event description:
According to the notice received by way of a civil action complaint filed on december 30, 2016, the patient was prescribed and implanted with an option elite retrievable filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center. The patient had a scheduled removal approximately 1 month later, on or about (B)(6) 2014 with dr. (B)(6), who was unable to retrieve the filter. The patient had scheduled a second removal surgery on or about (B)(6) of 2015 at (B)(6) medical center, but found the filter became embedded within the walls of the vena cava and could not be retrieved. The patient alleges ¿significant injuries¿ including the embedment of the retrieval hook, which the patient alleges ¿places the (plaintiff) at an increased and continual risk of complications.¿ these possible complications have ¿led to severe fear, stress, and anxiety.¿ argon¿s attorneys are attempting to gather information.